Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk occurred on(B)(6) 2012, with device rrt voltage of less than or equal to 2.6251 volts. (B)(4).